Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 8009785.

Event description:
Related manufacturer report number: 1627487-2023-02407, 1627487-2023-02408. It was reported that following a recent fall, the patient's l2 and left s1 leads were both fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the l2 and s1 leads were explanted and replaced to address the issue. It was also reported that during the same surgical procedure on (B)(6) 2023, the ipg became unable to communicate with external devices even though it had been placed into surgery mode. As a result, the ipg was also replaced during the procedure to address the issue. It is unknown which s1 lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.